Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump during the call, so technical support provided reset steps via email, and the customer agreed to reset later independently, with an option to contact support if the issue persisted.